Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain, growing instability and loosening of the tibial and femoral component at the cement to implant interface. Cement manufacturer was unknown. All components except patella were removed and zimmer lcck components were implanted. Doi: (B)(6) 2014. Dor: (B)(6) 2019, left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.